Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the left ventricular lead exhibited abnormal impedance, capture thresholds, and sensing. It was noted that the lead was sensing atrial signals. X-ray confirmed that the lead had dislodged into the right atrium. The physician suspected the dislodgement was due to twiddler syndrome. On (B)(6) 2019, the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.